Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the saturated venous oxygen (svo2) was not reflecting accuracy on the blood parameter monitor (bpm). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on (B)(6) 2015: this bpm was gas calibrated with the 540 calibrator prior to cpb. There were no issues with the color chip test at start-up. This was an adult procedure and early in cpb, the bpm was measuring the svo2 at 69% when the I-stat analyzer measured the svo2 at 79%. Even after in-vivo calibrations. It continued to trend lower than the I-stat. There was no pt history of hemoglobin issues or bilirubin problems and no indication that interfering dyes had been administered. There were no error codes displayed. This has been a continual issue since the 1.69 upgrade. The case was completed successfully, without delay and without associated blood loss. There were no pt missed treatments based solely on the svo2. There was no harm observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the reported complaint could not be duplicated by testing on the blood loop. No oxygen saturations (so2) inaccuracies were observed after an in-vivo calibration was performed. The so2 values were found to be inaccurate prior to an in-vivo calibration, but with the new software no accuracy is claimed until one is completed. No additional action will be taken at this time.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00186 and MDR #1828100-2015-00214. This bpm is on software version 1.69. At this time, the customer does not want to send the unit into the manufacturer for eval as they want to test their other units before making a decision to return or not.